Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874 and serial # (B)(6). Problem statement: customer reported a complaint related to a spray of fluid not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 07oct2020 to date 07oct2021. Complaint trend: the only complaints related to the issue of a spray of fluid not contained within the instrument for this part within the date range is this one. Date range from 07oct2020 to date 07oct2021. Manufacturing device history record (DHR) review: DHR part # 656874, serial # (B)(6), file #656874-656874-r656874590014-105122865-17, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a clogged fluidics harness. The customer had initially reported that the aspirator tube was expelling fluid rather than aspirating it. The fse (field service engineer) responding to the complaint confirmed the leakage and found that the clogged harness also leaked fluid onto the pmt fl3. The fse replaced the fluidics harness (pn 659606) and pmt fl3 (pn 660485). No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After replacing the parts, the fse calibrated the fl3, tested the instrument, and confirmed that the instrument was functioning as expected. Although there was a leakage of fluid not contained within the instrument, the leaked fluid has been identified to be non-biohazardous and thus did not pose a risk of contamination. Additionally, while there was a spray of fluid, the spray was not under enough pressure to significantly increase the risk of contact. This instrument was being used for clinical diagnoses, but the customer confirmed that there was no delay or negative affect to the treatment of a patient due to the event. The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order #: 02149601, case # (B)(4). Install date: 04apr2017. Defective part number: 660485 - assy pmt block service. 659606 - harness fluidics with shut off valves. Work order notes: subject / reported: 656874 - bd facs via flow cytometer - capping. Problem description: he spits back into the tube instead of sucking. Work performed: observations. Harness clogged leading to the ejection of the pump pipe and projection on fl3. Replacement harness and pmt fl3. Fl3 calibration. Test ok. Cst conforms. Compliant device ready for routine cause: harness clogged causing the pump pipe to be ejected and sprayed onto fl3: pmt hs. Solution: observations. Harness clogged leading to the ejection of the pump pipe and projection on fl3. Replacement harness and pmt fl3. Fl3 calibration. Test ok. Cst conforms. Compliant device ready for routine internal notes: (B)(6) 2021-10-13 16: 38: 36z: further action, part-not in car stock pmt order (B)(6) 2021-10-08 15: 24: 40z: further action, other-give reason the client says he failed to resolve. It requires technical intervention. Samah sfaxi 2021-10-07 10: 22: 27z: further action, other-give reason by making a sit flush he also spits out. I asked the client to perform the procedure to unclog with the syringe. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # 10000176773ra, vers. D, facsvia,clinical sw v1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes, no. ID: 2.1.9. Hazard: exposure to bio-hazardous material during preventative maintenance. Cause: user disconnects the fluidics harness and spills sample waste fluid. Harmful effects: exposure to bio hazardous material. Risk control: pcyt-648 ¿ labeling biohazard ,pcyt-2908 ¿ labeling waste bottle biohazard, sy-3126 ¿ safety ¿ biohazard ¿user will apply the universal precaution - instructions for use guide - chapter on maintenance, wear suitable ppe ¿ biological safety ¿ safety and limitations guide. Implementation verification: mpi 7100279 ¿ mpi, assy., case, (B)(4) bd facsvia¿ safety and limitations, drawing ¿ 659605- assy, 2000ml bottle facsvia waste, see pcyt-648, 23-14662-00 bd facsvia¿ instructions for use, 659606 fluidics harness with shut off valves effectiveness verification: same as implementation verification. Probability: 1. Severity: 4. Risk index: 4. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient: yes, no? Root cause: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a clog in the fluidics harness. Conclusion: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a clog in the fluidics harness. The fse found that the clogged harness was causing a leakage onto the pmt fl3 and replaced the harness and pmt fl3. After replacing the parts, the fse calibrated the fl3, tested the instrument, and confirmed that it was functioning as expected with no further leakages. While this instrument was being used for clinical diagnoses, the results gathered during this incident did not delay or affect the treatment of a patient. The safety risk is severe, s4, though there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that while using bd facsvia flow cytometer there was spray of fluid. The following information was provided by the initial reporter: answer received - 26th otc. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? Yes. What was the fluid that* leaked? Sheath. Did biohazard leak before or after waste line? Non waste line . Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." No. Which part of the body was in contact to the fluid? No. What personal protective equipment (ppe) was being worn? Don¿t know. Was there any impact to patient samples due to leak? ) no impact. Was customer harmed/injured? No injury. What is the current medical status? All good.

Manufacturer narrative:
Medical device expiration date: na. Device manufacture date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facsvia flow cytometer there was spray of fluid. The following information was provided by the initial reporter: answer received - 26th otc 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? Yes. 4. What was the fluid that* leaked? Sheath. 5. Did biohazard leak before or after waste line? Non waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." No. 8. Which part of the body was in contact to the fluid? No. 9. What personal protective equipment (ppe) was being worn? Don¿t know. 10. Was there any impact to patient samples due to leak? ) no impact. 11. Was customer harmed/injured? No injury. 12. What is the current medical status? All good.